Manufacturer narrative:
A field service engineer (fse) was dispatched, and it was reported that the customer's issue was not confirmed/duplicated. The fse noted that the touchscreen and power management board were replaced per the manufacturer's recommendations. The device was returned to full service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen issue. The customer attempted to calibrate the touchscreen, but the issue was not resolved. Onsite service was requested. Investigation ongoing.

Manufacturer narrative:
A follow up was performed with the field service engineer (fse) that performed the repair on the device, and it was reported that the customer's issue was confirmed, and that the power management board was the issue. The device was returned to full service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If /when components are received, an evaluation will be conducted, and an additional report will be submitted.